Event description:
It was reported that within 1 hour on the same day as the initial implant of a bifurcated device and suprarenal aortic extension the devices became acutely thrombosed just below the renals. The physician performed an explant. The patient is doing okay but is still having left leg issues. Additional note: on (B)(6) 2015 the patient required a left leg amputation above knee. Patient had more thrombus however it was determined the patient does not have heparin induced thrombosis. The physician reports the patient's lungs are poor and she is having some liver failure. The physician indicated the patient may expire later that evening. Additional note: on (B)(6) 2015 the sales rep reported that the patient expired on (B)(6) 2015 reportedly of multiple organ failure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the investigation findings, the reported infrarenal aortic occlusion and explant one hour post implant was not demonstrated in the submitted imaging studies, and thusly, could not be established or confirmed. However, there was evidence of a left popliteal and trifurcation thrombus on the same implant day (complication), which supported (but not confirmed) the reported the left above the knee amputation two days post implant. The occlusion of the limb extension was not supported due to the lack of a limb stent in this complaint. Three days post implant, the reported death from multiple organ system failure could not be established due to lack of information. The explant was received and inspected. It appeared bloody but the lumens appeared patent with no blood clots. The cuff was inside the bifurcated with an approximate 4cm of overlap. There was no gross defect anywhere on the devices. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the likely root cause has been due to infrarenal aortic diameter of less than 18 mm; and, bilateral access less than 6.5 mm in diameter. Cautionary product use conditions that might have contributed to this event included: focal aortic stenosis of 12 mm in diameter; circumferential calcifications at the bifurcation and moderate severe calcifications along both iliac arteries.